Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an alert for a right ventricular lead impedance out-of-range posted from remote monitoring. It was recommended the patient follow up with the clinic. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an alert for a right ventricular lead impedance out-of-range posted from remote monitoring. It was recommended the patient follow up with the clinic. This device remains in service. No adverse patient effects were reported.